Event description:
The beckman coulter lh750 generated an erroneous low ly% and high ne% and mo% results for six patient samples. Only two of the six samples had instrument generated flags. Erroneous results were reported out of the laboratory. The results were questioned because of the unusual scatter data plots. Also control recovery was outside assay limits after these specimens were run. All patients were rerun two days later and six recovered significantly different differential results, the customer considered these results to be correct and sent out corrected reports. There was no death associated with this customer feedback (cf). A second type 1 cf was generated to document ongoing similar events ((B)(4)). Raw data was requested but not provided. Per field service engineer, he replaced the 3 element scatter sensor and re-aligned the flowcell. The root cause for the erroneous low ly% and high ne% and mo% results was a malfunctioning light scatter sensor. Beckman coulter inc. Does not claim to identify every abnormality in all samples. Per labeling, the lh 700 series applies instrument-generated and/or laboratory-defined flags, codes, and/or messages to each set of patient results. Flags, codes, suspect and definitive messages are used to alert you to an instrument malfunction, specimen abnormality, abnormal data pattern, or abnormal results. Beckman coulter recommends review, appropriate to your patient population, of all results displaying a flag, code or other message

Manufacturer narrative:
(B)(4).